Manufacturer narrative:
A steris service technician arrived onsite to inspect the alyon surgical lighting system and found the wiring harness for connection points between the drop tube and swing arm needed repaired and resulted in the reported event. To resolve the issue, the technician repaired the wiring harness for connection points between the drop tube and swing arm, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their alyon surgical lighting system was experiencing intermittent light connection while the swing arm was in motion during patient procedures. No report of procedure delay. No report of injury.